Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) was displayed as "high" (specific value was not provided) with small ketones. Customer administered a correction bolus via the pump as well as a correction injection to address the bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.